Event description:
It was reported that the physician had a patient with a lead move on them in the past.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).